Manufacturer narrative:
Analysis confirmed that there was a dead spot on the programmer display. Since the programmer was returned as a trade-in, it will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display had a chip that was affecting the pen. The pen worked intermittently in spots, it took a while and slight movement to be able to make selections. The programmer has been returned for service. There was no patient involvement.